Event description:
Reportedly, during the patient's follow-up visit that occurred on (B)(6) 2018, several v burst episodes had been recorded with waveforms suggestive of noise on the egm. Although no abnormal lead impedance values were measured during the follow-up, the trend curve of the ventricular lead impedance showed intermittently low measurements below 200 ohms. No noise was reproduced when the patient performed the following provocative maneuvers in either unipolar or bipolar configuration: isometric tests, moving her left arm up and down, and lightly pressing the programming head on the implant site. In bipolar configuration, the ventricular threshold was measured at 2.0 v/0.35 ms (the measurement as of the last pacemaker check was 1.5 v/0.35 ms). In unipolar configuration, the ventricular threshold was measured at 1.75 v/0.35 ms and the patient felt muscle twitching with the ventricular output set to 3.0 v. The pacemaker check was finished with the ventricular polarity remaining in bipolar. The patient¿s next follow-up was scheduled for (B)(6) 2018.

Event description:
Reportedly, during the patient's follow-up visit that occurred on (B)(6) 2018, several v burst episodes had been recorded with waveforms suggestive of noise on the egm. Although no abnormal lead impedance values were measured during the follow-up, the trend curve of the ventricular lead impedance showed intermittently low measurements below 200 ohms. No noise was reproduced when the patient performed the following provocative maneuvers in either unipolar or bipolar configuration: isometric tests, moving her left arm up and down, and lightly pressing the programming head on the implant site. In bipolar configuration, the ventricular threshold was measured at 2.0 v/0.35 ms (the measurement as of the last pacemaker check was 1.5 v/0.35 ms). In unipolar configuration, the ventricular threshold was measured at 1.75 v/0.35 ms and the patient felt muscle twitching with the ventricular output set to 3.0 v. The pacemaker check was finished with the ventricular polarity remaining in bipolar. The patient¿s next follow-up was scheduled for (B)(6) 2018.

Manufacturer narrative:
It was reported on (B)(6) 2018 that as the patient was confirmed to have her own atrioventricular conduction, the pacemaker was reprogrammed from safer to aai mode and it was decided to continue monitoring the patient.